Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the pulse generator exhibited auto mode switching episodes and atrial noise. The device sensitivity was reprogrammed. Ventricular capture anomalies were also observed. Autocapture was turned off.